Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device temperature cable was damaged, and the device was not cooling. Per review of wo on 02sep2024, there was no injury failure detected during initialization of the device. Per follow up information received via mail on 02sep2024, it was reported that the device will be repaired at crawley UK. Issue was not resolved yet, device will be shipped in UK within the week. Device had been evaluated so far, chiller needs to be changed. No injury for the patient, failure was detected during settings.

Manufacturer narrative:
The reported issue was confirmed. The root cause identified is a failed chiller pump. The device was evaluated upon receipt. No water cooling. Replaced chiller pump. Temperature cable damaged. Replaced temp in cable. Passed calibration, functional test. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. Correction: d, g, h the reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device temperature cable was damaged, and the device was not cooling. Per review of wo on (B)(6) 2024, there was no injury failure detected during initialization of the device. Per follow up information received via mail on 02sep2024, it was reported that the device will be repaired at crawley UK. Issue was not resolved yet; device will be shipped in UK within the week. Device had been evaluated so far; chiller needs to be changed. No injury for the patient, failure was detected during settings.